Event description:
Caller reported a cartridge alarm issue with their insulin pump, resulting in a blood glucose level reading that displayed "high." There was no adverse impact to the customer's blood glucose level explicitly mentioned. The customer addressed the high blood glucose by administering a correction injection using multiple daily injections (mdi). Customer technical support (cts) decided to replace the pump due to its previous incidents with similar alarms and confirmed that a replacement pump would be equipped with updated software. Instructions on how to store the old pump and return it using a pre-paid label were provided, and the replacement pump was sent to the customer's confirmed address.